Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.the helix of the lead was extrinsically bent,the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated damage at implant. The analyst also noted:lead returned with the helix fully retracted with tissue/blood in it, helix is slightly bent. Used alcohol to remove tissue/blood, helix is sticky and accurate measurement is not possible. Note: the bent helix could effect helix performance.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implanting procedure, the right ventricular (rv) lead's helix would not work. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.